Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin exit the infusion set tubing or cartridge tubing during fill tubing. Blood glucose was in the mid 200's mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.